Event description:
It was reported that the patient suddenly experienced a very loud sound and was unable to use the speech processor any more. The external equipment was exchanged on (B) (6) 2008 but without resolve. The patient experienced an unpleasant noise even with a zero map.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.